Manufacturer narrative:
Additional, changed, and / or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.

Manufacturer narrative:
Analysis of the returned device identified: yellow biological tissue inner device, crease fold, wear abrasion and opening crack leak test and microscopic analysis was performed which identified: delamination partial of the valve and opening crack. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A delamination partial of the valve (adhesive failure).

Event description:
Healthcare professional reported left side "deflation". Device has been explanted.